Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected low battery alarms or low battery life anomalies noted. However the insulin pump was received with intermittent buttons due to flattened up arrow dome switch. The insulin pump was received with cracked case at display window corners, display window and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 201 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.